Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the insulated gate bipolar transistor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system wouild not produce an x-ray. No patient injury was reported.